Event description:
It was reported that a user experienced a temporary sensor data disconnection on the ilet bionic pancreas, after which the dexcom g7 continuous glucose monitor (cgm) signal reconnected and blood glucose values resumed without alerts or alarms. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact on daily activities and no need for medical care. User support included customer troubleshooting and education regarding brief signal loss and automatic reconnection behavior. Investigation of this case revealed intermittent communication loss limited to the ilet display function, with restoration of normal operation after reconnection, consistent with transient signal interruption rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user and environment-related signal loss with device functioning as designed upon reconnection.